Event description:
It was reported that the ilet device was dropped during gym class, resulting in a broken touchscreen, after which the patient transitioned to multiple daily injections to control blood glucose; the device problem was characterized as a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical impact causing a fracture to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.